Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has an infection. During follow up, it was confirmed the patient has peritonitis. During additional follow-up, the patient¿s pdrn reported the patient presented to the outpatient home dialysis clinic on 8/jul/2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 495, polymorphs = 72%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis on 13/jul/2024, and the patient¿s ceftazidime was discontinued (duration of vancomycin increased to 21 days). The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after disconnecting/reconnecting to the liberty select cycler after using the restroom during treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.